Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient encountered 3 infusion set cannula kinked event on 15-oct-2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3.